Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were explanted because of oversensing. Another device and lead were implanted.